Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was observed on the homechoice device during use of a homechoice cassette; further described as ¿some fluid on the heater tray¿. This was observed during set up of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.